Event description:
During the surgery, the head of the screw has been damaged, then it was impossible to use the screwdriver. There was no adverse consequences reported.

Manufacturer narrative:
Summary of evaluation: a technical discussion with the surgeon confirmed this event. The primary root cause of this event is the technical limit of the screw in the case of hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.